Event description:
Reportedly, on 28-january-2025, before the change of a device, its interrogation was not possible, the tablet freezed after clicking on program button. Then, it was impossibleto shut down the tablet (on/off button and p1/p2 buttons did not work). Therefore, th battery was removed. The tablet was 3.18.

Manufacturer narrative:
Analysis of the returned subject device did not permit to establish the origin of the reported event. Review of the provided files confirmed the reported event: the tablet did not respond correctly. However, no findings were available on the log. The most probable hypothesis is that the memory or cpu usage of the tablet is at 100%, leading to window events to not be triggered. The tablet must be reghost and smartview version reinstalled to avoid the issue to reoccurred in the future. This case is retained and utilized for trend purposes.

Manufacturer narrative:
Since the subject device is not yet returned, and that the investigation of the provided files is still ongoing, the conclusion of this case is not yet available.

Event description:
Reportedly, on 28-january-2025, before the change of a device, its interrogation was not possible, the tablet freezed after clicking on program button. Then, it was impossibleto shut down the tablet (on/off button and p1/p2 buttons did not work). Therefore, th battery was removed. The tablet was 3.18.